Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; specific value was not provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.